Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) provided inappropriate anti-tachycardia pacing (atp) and shocks for an atrial driven rhythm with possible rapid ventricular response (rvr) and pacemaker mediated tachycardia (pmt) episodes were stored. The provided therapy did not convert the rhythm. Technical services (ts) recommended following up with cardiology to have these episodes reviewed. This device remains in service. No additional adverse patient effects were reported.